Manufacturer narrative:
Model number/catalog number 720185-01, (B)(4), batch/lot number 918432007, model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to fluid loss from a hole in the conceal reservoir. A new inflatable penile prosthesis consisting of 18 cm cylinders, pump, and reservoir were implanted.

Manufacturer narrative:
Model number/catalog number 720185-01. Serial number (B)(6). Batch/lot number 918432007. Model/catalog description reservoir flat iz 100 ml. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the reservoir. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had his inflatable penile prosthesis device removed due to fluid loss from a hole in the conceal reservoir. A new inflatable penile prosthesis consisting of 18 cm cylinders, pump, and reservoir were implanted.